Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 500cc mentor memorygel breast implants experienced left implant gravitating upward, right implant gravitating downward, right breast skin thinning, bilateral sensitivity and pain post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
It was discovered on (B)(6) 2020, after further review of file patient experienced chest injury after mammogram was performed on an unknown date. Please refer to corrected data section. Manufacturer¿s reference number: (B)(4) h6. E2007 has been added . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, patient also experienced generalized illness post procedure. H6 patient code 3191: generalized illness. Manufacturer¿s reference number: (B)(4).